Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pacemaker device was reprogrammed due to right ventricular (rv) lead was fractured. To date, this lead remains in service. No adverse patient effects were reported.